Event description:
The pt stated in 2007 that she continues to observe sporadic 04 (occlusion) errors on her infusion device. She stated that, for the past "couple of days", she had been in the hospital, because her blood glucose had been "extremely elevated". She was admitted to the hospital with a blood glucose value of 800 mg/dl. She reported that normally her blood glucose is typically around 200 mg/dl. Despite her high blood glucose values, she reported no hyperglycemic symptoms. In order to decrease her blood glucose level while in the hospital, she continued use of her infusion device and hospital staff administered insulin injections. During troubleshooting with a company rep, she acknowledged that the piston rod in her infusion device had been in use approximately five years. She also reported reusing insulin cartridges. It was also determined that the adapter that she had in use was missing an o-ring. She was educated regarding the importance of single use of an insulin cartridge based on sterility and the potential for elevated blood glucose as a consequence of reuse. She was also educated regarding the importance replacing the piston rod yearly, as well as the importance of the cartridge o-ring. She reported four days later that the infusion device was working correctly and her blood glucose values had returned to normal range. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.